Manufacturer narrative:
Neither kinks nor bends were identified on the exposed portion of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. Investigation results also found no evidence of any damage or manufacturing deficiencies that would cause irritation at the infusion site. The soft cannula and formed needle were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the exact cause of the reported event could not be determined. An 0x10 alarm was observed in the downloaded data indicating a ) reset caused by sawcop expiration. No damages or deficiencies that would contribute to this alarm was observed. The exact cause of the alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found bent. It was also reported that the site was red.